Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the low flow alarms. Although a specific cause for the alarms could not be determined through this evaluation, the account stated that the low flow alarms correlated with the report that the patient went into cardiac arrest that morning. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrest could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2021. The file captured a string of low flow hazard alarms on (B)(6) 2021 that spanned approximately 14 minutes. The account communicated that the observed low flows correlated with the patient experiencing cardiac arrest that morning. The pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06oct2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account later communicated that the patient survived the cardiac arrest and is currently doing well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into cardiac arrest on (B)(6) 2021. A log file review was requested. The event log captured a cluster of low flow events on (B)(6) 2021 at 06:34-06:46 with flow noted as low as 1.3 lpm. After this time the flow recovered into the 3-4lpm range. No other unusual events were noted in the remainder of the log file. It was reported that these low flow events correlated with the cardiac arrest.